Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a problem with articulation. The procedure was completed with no reported injury. On 12-march-2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: device not articulating correctly.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The reported event with the instrument could not be replicated nor confirmed. Manual inspection was performed and no issue was detected. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.